Event description:
It was reported to philips that there was 30 min delay in procedure due to stand and table movement failure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular procedure which was delayed, and the patient was moved to another room to perform the procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed the detector force sensor collision. Upon troubleshooting, rse reviewed the log file and found the continuous detector force sensor collision messages and confirmed the detector force sensor was defective. To resolve the issue, rse guided the customer to replace detector force sensor. Customer replaced the detector force sensor. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.